Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08013. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the OEM determined the cause of the reportable malfunctions are due to the following: malfunction of the power switch prevents the switch from being pushed in is due to due to wear of the power switch and failure, or due to the user's strong impact to the power switch, due to repeated use for a long period of time. Gpus fail and e116 failed due to aging caused by repeated use for a long period of time, or that the gpu on the board failed by accident. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The asset visera 4k uhd control unit was returned to the service center for evaluation. The evaluation found a defective gpu assembly attributing to the error 116. The power switch on the power supply was stuck. Additionally, there were missing screws observed on the rear panel assembly. The asset was last serviced on (B)(6) 2020 (no defects noted). The investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus became aware during a standard asset inspection, the visera 4k ultra high definition (uhd) control unit's main switch would not remain depressed. In addition, error code 116 was observed. There was no report of any problems associated with the device. No patient injury or harm reported.